Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak5197 number, and no non-conformances were identified. Investigation summary: it was received for analysis a detached needle of product code w9923. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The barrel hole present suture remnant and marks on the edge needle that appears to be by use of the surgical instruments. This condition caused the pull off suture needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch per the needle condition the assignable cause of the pull off suture needle is an improper handling of the sample.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a natural labor procedure on (B)(6) 2019 and suture was used. During sewing the skin the needle pulled off. Changed another one to complete the surgery. There were no adverse patient consequences reported.